Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified posterior tibial artery (pta). A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, upon the 3rd inflation, the balloon ruptured at 14 atmospheres (atms). The balloon was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.